Event description:
The ob attempted a vacuum assisted delivery. The vacuum was applied and the hand pump broke in the area of the palm area. The vacuum was removed and the delivery was attempted with another unit, which was successful.